Event description:
A pt reported blood glucose results of "9.0 mmol/l" with a lifescan meter and "7.5 mmol/l" on a lab device, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.